Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the device was not returned to abbott vascular for analysis, the investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the left atrium. During the procedure, the xience proa 3.5 x 33 mm stent did not deploy. The physician removed the failed stent delivery system and another stent was used to complete the procedure. Upon removal, the un-implanted stent struts were noted to be flared. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.